Event description:
A customer observed patient sample results associated with the wrong patient demographics on the 250 fs analyzer. The results were not reported to the physician. Mis-association of patient demographics and results may lead to inappropriate physician action. There was not report of patient harm as a result of this event.